Event description:
It was reported the patient needed help since they could not adjust stimulation. It was stated the patient tried to sync and they had a power on reset (por) on their device. It was noted the patient had not adjusted since june and the patient had not been aware of their stimulation for a while because they got used to it. Reportedly, for the past week the patient had been having difficulty. Additional information from the healthcare provider stated the cause of the event was a recent surgery shut off the device. It was reported the device initially didn¿t respond until the programs were manually put back in. It was noted the patient¿s symptoms returned until the device was reprogrammed. Reportedly, the patient did not require hospitalization and their outcome was reported as no injury. It was stated the device was working at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va05sbx, implanted: (B)(6) 2013, product type: lead. (B)(4).